Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was experiencing pain at the ipg site. There are no signs of infection. Hcp directed patient to ice the ipg site and wear a soft brace and was given nerve blockers. The issue is currently ongoing and not resolved. Additional information was received. Pt was having pain at ipg site, and will be getting nerve blocks. There are no signs of infection. Patient is exhibiting symptoms consistent with thoracic intraspinal inflammation and radiculopathy it was reported that the patient continued to have pain. They had burning at the battery site that throbbed constantly and their neck incision hurt. The patient had 85% relief from a steroid injection. (B)(6) 2022: pain at ipg site, consider nerve block if pain persists. No signs of infection. Hematomas around waist/ribs with few areas of lump that are tender which are from the rubbing of the brace (B)(6) 2022: continued ipg site pain, ordered nerve block (B)(6) 2022: patient exhibiting symptoms consistent with thoracic intraspinal inflammation and radiculopathy (B)(6) 2022: continued incisional site pain; 85% pain relief for 3 weeks with last injection (B)(6) 2022: scs battery site burning and throbs constantly, neck incision hurts (B)(6) 2022: patient requesting to have scs explanted due to continued incisional pain patient exhibiting symptoms consistent with thoracic intraspinal inflammation and radiculopathy. Scs battery site burning and throbs constantly, neck incision hurts. Patient to continue to ice and wear soft brace. Thoracic epidural steroid injection at t11-12. Explant of entire scs system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G4: correction made to include PMA. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.